Event description:
It was reported that the patient presented to hospital with erosion at device site. The physician explanted the implantable cardioverter defibrillator (ICD) and replaced on (B)(6) 2025. Meanwhile, the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were capped and replaced on the same day. No infection was noted. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).